Event description:
It was reported by the customer that their insulin pump was alarming no delivery caused by issues with their infusion set. Customer states that they had experienced the alarm int he past and is unable to perform troubleshooting due to not having an infusion set available. Advised to monitor device and contact if issue reoccurs. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The deice will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.